Event description:
The customer contact reported the pt received more medication than intended. At 1000 the pump was programmed to deliver 150mg of zantac in 250ml of normal saline at a rate of 10ml/hr. At an unspecified time later, the rn noted that the pt had received the entire bag in 12 hours instead of the intended 24 hours as ordered. No specific details were provided. The physician was notified and the infusion was discontinued. There were no reported adverse pt effects and no medical interventions were required. The pt was discharged home the next day.